Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the production documents and the provided device data. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned device data were analyzed. The device status eri was confirmed. The battery voltage was then checked in regard to the charge drawn from the battery, which turned out to be not as expected. Biotronik has informed the physician about this analysis result. Based on the individual circumstances and the medical assessment of the patient, the physician will decide whether to exchange the device. If any further relevant information or the device itself should become available, this report will be updated, and you will be informed accordingly.

Event description:
After an implantation period of approx. 22 months it was reported that eri was detected by hmsc.

Manufacturer narrative:
Device was explanted on (B)(6) 2019. The ICD first underwent a status interrogation. The device status was eri, and eight charge processes had been documented. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The analysis of the memory content showed inconsistency between battery voltage and drawn charge amount. The ICD was therefore opened, and the components of the electronic module were inspected. The visual inspection of the internal structure showed no irregularities. The battery was discharged. A direct measurement on the module showed increased power consumption. In addition, a damaged low-voltage capacitor was identified, which caused the increased power consumption and, subsequently, led to the clinical observation. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged low-voltage capacitor of the electronic module. The review of the production history showed that the device functioned properly at the time of shipment. The exact time and cause of the damage could not be determined. Based on the analysis, all therapy functions critical for patient safety were available without restrictions throughout the implantation time.